Event description:
The customer reported that prior to use on a patient the iabp generated "electrical test failure code #50" (motor speed out of specification) upon power up. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative confirmed the electrical code #50 failure, and during testing observed error code #53, shuttle transducer failure and an offset of 38. He identified a defective motor control circuit (error code #50) and replaced the motor control board (d671-00-0004) and this corrected the failure. He also replaced and calibrated the shuttle transducer (error code #53). The company representative tested the iabp to factor specification. The iabp functioned normally and was returned to the customer. Ref: (B)(6).